Manufacturer narrative:
H3 other text : device not available.

Event description:
320555 we have not received the lot number. Incident details: 40units as per order of patient's triseba insulin auto-injector pen. Needle attached was the 4mm bd insulin needle (the patient states this is the same needle type used to using at home). Patient followed usual process in self-injecting, however when pen removed primary rn stated she noted pooling of insulin at injection site, therefore patient did not receive full dose. As per the patient, did not note anything abnormal. Primary rn did not observe any issues directly with the needle or insulin pen however unsure if there may have been a medical device issue to cause the insulin to pool around the needle.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Manufacturer narrative:
Correction: b4, the date for the submitted follow-up medwatch report number 1 was may 19, 2024.